Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported by a company representative that after an initial surgery was completed a revision surgery took place due to a cerebrospinal fluid leak. No additional medical intervention or adverse consequences were reported with the revision surgery, which was completed successfully without a delay.